Event description:
Consumer stated: has been using the flossers for a while. Was using the flossers yesterday around 2pm after eating. The flosser got stuck between teeth and chipped a tooth when getting the flosser unstuck.